Event description:
Scooter went out of control hit and rode up along a fence pole. Rptr took the key out and it went even faster and flipped over. "This thing is unsafe" MFR sent someone out," he said it was ok which I said it wasn't. I had to sign in protest or he wasn't and eventually didn't fix it." The scooter hasn't been used since. He looked at it, saw it was smashed up and said he would be back but never showed up. I called, and he said if I wanted it fixed I'd have to pay for it myself, not the insurance co. I got taken for a fool. If anybody wants to see it they are more than welcome."